Event description:
It was reported that the pt was hospitalized for an infection previously. She was seen several months afterwards and the pt's mother reported that the pt no longer had any sound awareness on the implanted side. Testing showed that 10 of the 12 channels have hi impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.